Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system triggered an alert for high out of range shock impedance measurements greater than 150 ohms. The physician contacted boston scientific indicating that this alert was not included in the latest transmission, which was performed the day after the alert was generated. Technical services (ts) explained that this was due to the timeline in which the alert and transmission happened. At this time, the cause of the high shock impedance is unknown. No adverse patient effects were reported. The device remains in service. Additional information was received. The patient was evaluated, but the cause of the reported high out of range shock impedance observation has not been determined. The patient will continue to be monitored and no adverse patient effects were reported. The device remains in service.